Manufacturer narrative:
A portion of this lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a change out procedure, the right ventricular lead fractured in multiple locations. As a result, the patient went asystolic and had to be externally paced. Locking stylets were used to remove the lead, however, this caused the lead to fracture further. Part of the lead remains in the left subclavian vein.